Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Maude event report states: we are investigating the situation concerning whether she suffered heavy metal poisoning from a depuy hip prosthesis. The prosthesis was installed in her left hip in 2008 at the hospital. Nine days later, she had removed a trochanteric bursa from the operative site. Thereafter the following month, the prosthesis was replaced. Pathology sent to clinic some blood and some serum specimens for testing.